Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be determined. There was moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
Patient wife stated that three v-go adhesive pads did not stay attached to the husband's body due to excessive heat/sweat while working. Patient's wife couldn't recall the dates of each event. Patient's wife stated patient wears v-go on his abdomen.